Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right side of the common femoral artery (cfa). The target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery (sfa). Following pre-dilatation of the target lesion with a 4mmx40mm, 135cm mustang balloon catheter, a 6mmx150mm non-bsc stent was implanted to treat the target lesion. Subsequently, a 5.0 x 150, 135cm mustang balloon catheter was advanced for post-dilatation; however, the balloon ruptured on the first inflation at 10 atm. The device was completely removed from the patient's body and the procedure was completed with a 5mmx100mm, 135cm mustang balloon catheter. No patient complications were reported and the patient's status was good.